Event description:
Customer reported that she had low blood sugars. Customer stated that her insulin pump is squirting the insulin out during the manual prime and the drive support cap is protruded on her insulin pump. Customer stated that the insulin pump is alarming. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unit had missing end cap sticker.